Event description:
Complainant reported pork leakage from a gastrostomy tube. The tube was placed in 2007 and leaked from med port immediately but was taped and replaced after 2 weeks.

Manufacturer narrative:
.